Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product codes are: mni, mnh, kwp and kwq. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that an nflex curved rod and a pangea pedicle screw broke postoperatively. The date of breakage is unknown. Initial implant surgery took place on (B)(6) 2013 and the revision surgery was performed on (B)(6) 2015. The revision surgery was performed earlier than planned due to the reported device breakages. The devices and fragments were removed without complication and the procedure was successfully completed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned pangea polyaxial screw (part 04.620.650 / lot 6745258) was examined and the complaint condition (broken post-operatively) was able to be confirmed as the distal 24.5mm of the screw body was found to be broken and not returned. The polyaxial head was found to be seized and the screw body threads/recesses show wear consistent with post-manufacturing damage. Additionally, the nflex rod (part 04.600.760s / lot 6860576) was examined and the complaint condition (broken post-operatively) was able to be confirmed as the rod was found to be broken at the intersection of the solid and dynamic regions; all rod pieces were returned. Galling was apparent on the polymer sleeve and witness marks were noted along the rod, all of which is consistent with post-manufacturing damage. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. As no specific allegations were made against the concomitant implants, and no identifiable defects or deficiencies (outside of those consistent with implantation/explantation) were identified, no further investigation will be completed. The returned concomitant devices in this complaint record show no evidence of having contributed to the event. The relevant drawings for the returned screw were reviewed (both from the time of manufacture and present revision): top-level and screw body. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.